Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the marathon 165 arteriovenous malformation catheter was glued together upon first contact with a liquid agent during a procedure involving a squid injection. The catheter experienced occlusion. The device was not implantable and was in the possession of the hospital. The catheter and accessory devices were prepared and flushed as indicated in the instructions for use. There was no patient involved. Additional information received reported there was no catheter occlusion, but lateral leakage. There was no damage or evidence of tampering to device packaging. There was no resistance by start of injection, after 30 sec pause slight resistance. No damage was to the catheter. There was no reflux but leakage of embolic agent some cm proximal of catheters tip. There was a short pause of 30 sec after first portion of injection. 30 second wait time.

Manufacturer narrative:
Product analysis #(B)(4):¿ equipment used: vis (m-78210), 203cm ruler (m-83361) ¿ drawing(s) referenced: none ¿ as found condition: the marathon catheter was returned for analysis within a shipping box, a plastic bio-pouch, and an open marathon inner pouch. ¿ damage location details: onyx residue was found within the marathon catheter hub. No bends or kinks were found within the marathon catheter body. The marathon catheter distal tip was found to be in good condition. No onyx was found within the marathon catheter distal tip lumen. The marathon catheter was found occluded with onyx. The marathon catheter body was examined under microscopy. The marathon catheter body was found ruptured at ~4.5cm from the catheter distal tip. ¿ testing/analysis: none ¿ conclusion: based on the device analysis and reported information, the customer¿s ¿catheter leak¿ and ¿catheter occlusion¿ reports were confirmed as the marathon catheter was found ruptured and occluded with onyx. However, the customer¿s ¿catheter resistance¿ report could not be confirmed. The rupture appears to have occurred as a result of over-pressurization. Rupture can occur during the injection of embolic material or when the distal portion of the catheter is kinked, prolapsed, or occluded. Rupture can also occur due to high injection rate, use of palm of hand pressure, increased injection force against resistance, or pauses longer than two minutes. However, the cause of the rupture could not be determined. Onyx will solidify if it becomes exposed to water, saline or blood. This can occur in the hub, catheter lumen, or the needle used to draw the onyx from the vial. Onyx solidification can contribute to the reported resistance issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.